Manufacturer narrative:
Additional information received indicated that the revision procedure had been canceled as the patient was reprogrammed, receiving good coverage, and doing fine.

Event description:
A report was received that the patient would undergo a pocket revision due to discomfort.

Event description:
A report was received that the patient would undergo a pocket revision due to discomfort.